Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.